Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery after a pump rewind. The customer's blood glucose reading was 435 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal and the pump passed the displacement test. Troubleshooting was unable to be completed as the call was disconnected. Troubleshooting called customer but there was no answer.